Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product code listed and the PMA # listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in heavily calcified, mildly tortuous, 80% stenosed mid left anterior descending artery. An attempt was made to perform a mini-crush technique with deployment of a 3.0x15 mm xience pro stent in the lad and a non abbott balloon in the side branch; however, stent delivery system (sds) could not cross the lesion due to the calcification, which resulted in the proximal shaft of the sds separating. No force was used in the attempt to cross. A non-abbott stent was used successfully to treat the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.